Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 870972b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-170/ lot 870972b and device part number 195-430wjr/ lot 870972. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 870972 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The consumer reported multiple false positive results with the binaxnow covid-19 ag self test performed on various dates. This MFR. Report is two (2) of 4 (four). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on or within the week of (B)(6) 2024 with unknown sample type. Confirmatory testing was performed using pcr test with unknow sample type on (B)(6) 2024 which gave negative result. The consumer confirmed that she was asymptomatic and no patient harm due to the test results.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported multiple false positive results with the binaxnow covid-19 ag self test performed on various dates. This MFR. Report is two (2) of 4 (four). The consumer reported a false positive result with the binaxnow covid-19 ag self test performed on or within the week of (B)(6) 2024 with unknown sample type. Confirmatory testing was performed using pcr test with unknow sample type on (B)(6) 2024 which gave negative result. The consumer confirmed that she was asymptomatic and no patient harm due to the test results.